Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded increased right ventricular (rv) lead impedances up to 1,000 ohms, exhibited by a non boston scientific rv lead. Increased pacing thresholds and noise on the shock channel were also noted. A revision procedure was, therefore, performed. During the procedure, the physician noted that it appeared as though there was a good lead to device connection, and lead measurements were normal. The physician suspected a device issue, or that the setscrew may have become loosened. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was later returned for analysis.